Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 600 mg/dl. The customer¿s other blood glucose value was 200 mg/dl and 110 mg/dl. The customer stated that the event was resolved by changing complete set. The customer stated that alarm did not occur during manual prime. The customer also reported that the insulin pump had no delivery alarm. The customer assisted with troubleshooting and self test was passed. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.